Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs and performance testing confirmed the internal battery error message. Review of the device data logs also revealed external battery communications lost alarms, an unexpected shutdown and an error message (sf180) related to a batter charger fault. Based on all available evidence and complaint investigations of a similar nature, the investigation determined the unexpected shutdown, sf180 and internal battery error message were due to an isolated component failure within the device battery assembly; the reported device failed to complete its internal self-test was due to contamination; the reported external battery communications lost alarms were due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed an internal battery error message. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The pneumatic block sensor circuit board was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.